Event description:
Customer reported an issue with the passport 2 monitor, which may have resulted in a loss of spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray service representatives replaced the main power switch, cable cpu to spo2 board and spo2 board. Calibrated and safety tested unit to factory specifications.